Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the unit shut down several times during the rfa procedure. The physician opted to complete the procedure using the same generator, resuming energy delivery after each time, it was restarted until the target tumor was completely ablated. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the unit shut down several times during the rfa procedure. The physician opted to complete the procedure using the same generator, resuming energy delivery after each time it was restarted until the target tumor was completely ablated. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
(B)(4). Generator intermittently shut off during procedure. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device included a visual inspection/inspection for loose hardware, flexing of harnesses, radiofrequency (rf) energy delivery with test loads, and performance of a final test. The device failed step 3.11 of the final test procedure, during which it shut off while delivering rf energy. All seven elements on the display began blinking and the device rebooted itself, leaving it in a safe state with no rf output to the patient connector. Rf energy delivery was also performed while the power entry module (pem) was tapped, at which time the ac input voltage was observed to fluctuate between 121.1v and 67.89v (ac). The display also blinked when the pem was tapped. The complaint was confirmed; the malfunctioning power entry module (pem) caused the generator to shut off on its own. This failure likely occurred due to long or extended use of the device (wear and tear). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.